Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the device was confirmed to have a damaged comb. The comb was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was an unknown issue with the device. No harm was reported and another device was used. Upon inspection of the device it was found that it had a damaged comb.